Event description:
Boston scientific received info that micro-dislodgement of this lead was suspected. A lead revision was performed and during the repositioning of the lead, high out of range impedance measurements of greater than 2400 ohms were observed. This lead was explanted and a new lead was successfully implanted. No add'l adverse pt effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct date of surgery is (B)(6), 2010, not (B)(6), 2010 as previously reported. (B)(4).

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made, however, the issue could not be resolved. The device was explanted (B)(6) 2010, and the patient was reimplanted with a new device during the same surgery.

Event description:
It was reported in an article in neurosurgery that a patient suffered an asymptomatic brain stem perforating artery occlusion. No other information was provided.

Manufacturer narrative:
(B)(4)